Event description:
It was reported that during an atrial fibrillation (a-fib) procedure, the patient's blood pressure dropped and ultra sound confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was taken to intensive care unit (ICU). Multiple attempts to obtain detailed information regarding the event were performed with no success.

Manufacturer narrative:
Concomitant products: carto 3 system u.s. Catalog #: fg540000 serial #: (B)(4). Stockert 70 system u.s. Catalog #: s7001 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4). Lasso nav variable eco u.s. Catalog #: d134301 lot #: 15829185l. Reprocessed acunav and cs catheters. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (a-fib) procedure, the patient's blood pressure dropped and ultra sound confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was taken to intensive care unit (ICU). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also a deflection and irrigation tests were performed and the catheter passed all tests. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.